Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extend life pd transfer set was separated from the main body. This was found after the patient completed therapy. There was patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection noted a missing chip and damaged patient adapter. Leak testing, clear passage test, clamp function test and integrity of seal surface test were performed with no issues noted. The reported condition was verified and the cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.